Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID:2134265-2017-07447 it was reported that the stingray wire got stuck inside the stingray balloon. The target lesion was located in the right coronary artery. A 185cm stingray guidewire along with a stingray lp catheter were selected for use. During the procedure, when the stingray wire was in the stingray balloon, the wire got locked inside the balloon and would not come out. The balloon was inflated and was able to be deflated. Both devices were removed and the case was aborted. Outside the patient's body, the device was re-inflated and it was attempted to move the wire through the exit ports. The sting ray wire was still unable to go more than 10-15mm¿s outside of the exit port. A non bsc guide wire was used to push through the exit port to pass through the sting ray balloon. It was able to pass through, and move freely in and out of the device with no issue. No patient complications were reported and the patient status was fine.